Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016, to report that a patient experienced a problem with their sensor on (B)(6) 2015. The needle was detached from the sensor base. No additional event or patient information is available.